Event description:
Caller reported experiencing erratic blood glucose levels. Caller stated for around (B)(6) year patient has had increased erratic blood glucose values. Caller stated the patient's blood glucose level is between 34 to over 600 mg/dl; correction via the pump. Caller reported patient changed the basal rate; no success. Caller alleges the pump does not deliver insulin correctly. Caller stated patient got her blood glucose level under control by herself. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).